Manufacturer narrative:
Section a2, a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Device evaluation: the field service engineer visited the account and checked the product. The handpiece was tested, and its impedance, voltage measurements, and overall performance were determined to be within the manufacturer's specifications. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
The customer reported a corneal burn that necessitated three sutures, attributing the injury to an issue with the flow of irrigation during the use of the handpiece. The customer also indicated that no additional patient intervention or injury was associated with the incident. This report is for the ellips fx phaco handpiece. Separate reports will be submitted for other products used during the event.

Manufacturer narrative:
Section h11. Additional data: the customer was able to complete the procedure in same visit. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.